Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device was initially reported as returning. Subsequent information received from abbott vascular territory manager on (B)(6) 2011 indicated the device was shipped to abbott vascular (B)(4) ; however, the device is not returning for analysis. A link break (suture coming out) can occur due to a number of factors including, but not limited to excessive tension during plunger retraction and/or excessive force, which can be caused by high friction against the suture due to challenging anatomies. The return of proglide device may have aided the investigation in determining a cause for the experienced link break. It should be noted that the reported use of proglide device in a calcified artery is not consistent with the instructions for use (IFU). The IFU under special patient population indicates that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Furthermore, the patient was reported to have a history of peripheral vascular disease and weighed over 200 lbs. This condition may have played a role in the reported event. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. To ensure this type of experience is not a result of a potential product related deficiency, an in process inspection for correct length and proper placement into the cuff is performed. A sampling of finished devices is also tested to verify the functionality of the device.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, during knot advancement, while pulling back on the rail suture and simultaneously pulling the device out of the anatomy, the whole suture came out. It was also reported that the knot was high. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.